Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the lid reed switch was remaining in a shorted position when the device lid was opened. This caused the device to appear as if the power on cycle was not being completed. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A distributor reported to physio-control that a device they were about to deliver to a customer, did not provide any voice prompts when it was powered on. There was no patient use associated with the reported event.